Event description:
Customer reported on (B)(6) 2014, the battery was broken. Customer stated he was watching tv and was attempting to program a bolus. Customer did not recall the blood glucose at the time of the event but stated current was 147 mg/dl. Piece was missing where the threads are. Damage was inside the reservoir compartment, where the threads are, the o-ring was exposed. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. The device was received with broken battery tube threads. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners.